Event description:
The customer reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuses in the electrical part. The system operates as intended.